Event description:
Customer complaint - limited data available customer stated that the device overheated.

Event description:
Customer complaint - limited data available. States device is overheating. No injuries or property damage reported.